Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 months following the implant of this transcatheter pulmonary bioprosthetic valve, elevated right ventricular outflow tract (rvot) gradient of 32 millimeter of mercury (mmhg) and trace central pulmonary regurgitation was observed. Fluoroscopy showed the proximal stenosis and a portion of the valve hosing was under expanded (between zig 4 and 5). A balloon dilation of the valve was performed with a 25 mm balloon to a max of 7 atms. Trace to mild pulmonary regurgitation was observed. The dilation resolved the expanded valve but the gradient across the valve housing did not improve. A decision was made to perform a valve-in-valve implant with a new valve. A 28 mm balloon was positioned across the valve and dilated the rvot.  Pre-stenting of the valve was performed with a 10 mm stent. Subsequently a non-medtronic valve was implanted within the pre-stented zone successfully. The patient's rvot gradient reduced to 7 mm hg following the non-medtronic valve implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that according to the physician, patient anatomy did not contribute to the expansion issue between zig 4/5. One inflation was performed, and immediate roil after balloon deflation. Per the physician, the inflation was a couple of seconds.

Manufacturer narrative:
Updated data: h6 - method, results and conclusion codes h10 - conclusion: images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: appears to be a competent harmony valve in place but not fully expanded in inflow (rows 1-2) as well as row 4-5 and not a completely expanded rows 5 and 6. A compliant balloon placed across the entire harmony valve improving the expansion of rows 4-5 with also improvement of rows 1 and 2. Appears to have either another stent placed or an non-medtronic valve (edwards s3) without noticed pulmonary insufficiency after implantation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported under expanded valve possibly contributed to the stenosis and high gradients. High gradients can be related to valve related (degeneration, thrombus, calcification, etc) or non-valve related factors. Gradients are known potential adverse effects per the instructions for use (IFU) and can be observed despite normal device functionality. It should be noted that a mean gradient of less than 40 millimeter of mercury (mmhg) is generally considered acceptable residual condition for this valve. Imaging confirmed the valve was competent but not fully expanded valve. Balloon dilation improved the expansion of the valve but the gradient did not improve. Ultimately a valve in valve replacement successfully reduced the gradient. Unfortunately a conclusive cause for the reported valve under expansion and subsequent high gradients and stenosis cannot be determined at this time. This event does not indicate device misuse or malfunction medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the physician indicated that the stent appropriately expanded at implant. The rvot gradient of 32 mmhg prior to the valve in valve was the mean gradient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.